Event description:
It was reported that the patient had an episode of altered mental status and overdose 1 or 2 weeks following a morphine dose increase in (B)(6) 2013. The patient developed nausea and vomiting, became poorly responsive, then unarousable. The patient was brought to the emergency room (ER) with a heart rate of 122, in atrial fibrillation. The patient¿s respiratory rate was only 10 and his o2 saturation was 85%. The patient was hospitalized, administered narcan and he became aroused. The patient then converted to normal sinus rhythm. The patient was doing ¿reasonably well¿ until the patient was again overdosed in (B)(6) 2013 (please refer to manufacturer report #3004209178-2013-07306). The healthcare provider (hcp) believed the event was due to drug effects. The device system delivered morphine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).